Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the pump gave a "no disposable, pump won't run" alarm. There was also air in line noted. The reservoir volume was 31.2, rate 2.3, and 67.4 was given. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.